Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that an infection was discovered at the spinal incision. It was reported that the patient was being treated with antibiotics. No further complications have been reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving lioresal (500 mcg/ml at 171.5 mcg/day) via an implantable infusion pump. It was reported that the patient reported withdrawal symptoms about a month prior to the report. The pump did not have any alarms and a side port aspiration of the catheter was reported successful. The doctor decided to perform an exploratory surgery. He was again able to aspirate from the catheter and saw no visible issues with the catheter. He decided to replace the entire catheter. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.